Event description:
The facility reported that the resident's bath was completed and the chair was lifted out of the tub and lowered. The caregiver lifted the front bar out of the way. She states she left the belt on and properly applied. As the caregiver was drying the resident, she turned around to get something off the sink. When she turned back, the resident was already on the floor. The resident was examined by a doctor and sustained a laceration on the right forehead. Five steri-strips were applied.